Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the drive support cap was sticking out. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the broken device for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk and severely scratched display window noted. The insulin pump also had cracked battery tube thread, broken reservoir tube lip and cracked case near the display window corners.